Manufacturer narrative:
(B)(4). G2: foreign: australia. Proposed component code: mechanical- stem (g04). Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported the patient underwent a hip procedure on an unknown date. Subsequently, the patient was revised due to unknown reasons.

Event description:
It was reported the patient underwent a hip procedure and was implanted with zimmer biomet products. Subsequently, the patient was revised due to loosening of the shell.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. Updated: g3, g6, h2. Upon receipt of additional information, it was determined this product should not have been reported as the device did not cause or contribute to the reported event. This report should be voided.